Manufacturer narrative:
The returned lead was thoroughly analyzed. The visual analysis showed signs of abrasion at several sites along the lead. In the distal region, the insulation was damaged by fraying. It cannot be ruled out that this damage is the cause for the observed artifacts in the iegm. The iegm data themselves were not available for analysis. The position and characteristics of the fraying lead to the assumption of strong mechanical stress on the lead. X-ray images or diagnostic images of any other kind that could provide information on the spatial relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 35 months, vacillating impedance values of 463 ohm on average to below 200 ohm, as well as sensing values dropping to 13 mv were reported. The iegm shows artifacts. Pacing threshold and shock impedance values are reported to be stable. During the revision that took place on (B)(6) 2015, the lead was extracted, and a myocardial perforation was observed. The lead was returned to biotronik for analysis. No deterioration of the patient&#62688;state of health was reported.